Event description:
It was reported that the patient presented to the hospital for a pacemaker implant procedure on (B)(6) 2022. While attempting to implant the pacemaker, it was noted that while removing the torque wrench from the header, it caused the set screw to come out as well. The pacemaker was removed and replaced without further incident in the same procedure. The patient was in stable condition.